Manufacturer narrative:
Other relevant device(s) are: product ID: 355018, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported that after a consumer¿s system was explanted, and then the test stimulation was started. At the first stimulation at 4 amplitude, we stopped and in a few seconds the consumer had a ventricle fibrillation (vf). In a second, an emergency team was at the or and provided CPR. After a while, the consumer was brought to cardiac monitoring. Additional information received reported that after the explant, a whole new procedure was started with the first test on the needle, then at a sudden moment the surgery was stopped because of a vf and the needle was removed. No other lead was placed.